Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The power supply was not generating power when plugged in. The fse installed a new power supply and then performed preventative maintenance. The iabp worked to manufacturer specifications and was cleared for clinical use.

Event description:
It was reported that the intra-aortic balloon pump (iabp) displayed battery in use message while the unit is plugged in. The iabp also displays ¿ac power is not available¿ when the iabp on/off switch is in on position. It was subsequently reported that the unit was not charging. It is unknown under which circumstances this event occurred. However, there was no patient involvement and no adverse event was reported.